Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 119cm 6fr r2p destination sheath and valve assembly were returned for product evaluation. Visual inspection revealed that a breakage was noted on the sheath at 11.9cm from the sheath hub. On both ends of the breakage, the inner and outer layers of the sheath were greatly stretched, and the d-wire was found to be uncoiled. Kinks were noted at 49.9cm and 97cm from the tip of the sheath. The sheath was also flattened at 72 to 73.5cm from the sheath tip. The sheath tip was subjected to the visual analysis and viewed under microscope. The tip was found to be slightly deformed. The complaint can be confirmed for sheath mechanical separation. The likely cause of the event is withdrawing the sheath in the presence of resistance. The complaint description states that there was spasming noted during withdrawal of the device. Pulling forces during withdrawal likely caused the breakage. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had spasm during the use of the destination r2p slender device. The sheath was removed with a .035" glidewire and a 200cm .035" vipercath in it. They stated that due to spasm the sheath unraveled at the distal tip. The patient was fine. The dilator was not utilized to remove the sheath due to spasm. The procedure was a success and the patient was not harmed. The estimated blood loss was less than 250cc. Additional information was received on 16mar2021. The destination r2p slender sheath device was utilized for the whole procedure where they did an atherectomy with a diamondback and terumo balloons for angioplasty during a radial to peripheral procedure.